Event description:
This device was returned by unk source without an oos form. It was determined that the sys was removed due to infection. The explant date is unk and entered in error. In 2007, binc was informed that this sys was removed due to infection. Also removed: philos dr, MDR 1028232-2007-0274, arox 45 jbp, MDR 1028232-2007-0276.